Manufacturer narrative:
Brand name: duoderm extra thin. Common device name: dressing, wound, occlusive. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported the duoderm product has a chewing gum-like consistency and it is hard to remove. No photo provided and no harm reported.